Event description:
It was reported that the customer experienced elevated blood glucose (bg) as 366 mg/dl to being displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.